Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of gearbox to runs slow. The reported issue was confirmed. The unit has been cleaned, tested, repaired and recertified per procedure. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to service with no specified issue. Upon triage on (B)(6) 2017, the service technician found that the gearbox is running slow.